Event description:
Patient reported left side "breast implant in pieces." Patient later reported "a little amount of fluid could be seen' and "wavy contours" via MRI. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Patient reported left side "breast implant in pieces." Patient later reported "a little amount of fluid could be seen' and "wavy contours" via MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening. Shell thickness within specification. ¿ seroma: unable to observe as it is not related to the device. No additional observations performed on the device. No further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, d9, g2, h3, h6.

Event description:
Patient reported left side "breast implant in pieces." Patient later reported "a little amount of fluid could be seen' and "wavy contours" via MRI. The device has been explanted.